Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter of annulus 72.4mm and ascending aorta diameter 36.2mm and a pre-dilatation was performed by a 20mm non-abbott balloon. There was sufficient calcium to allow anchoring of the device and the valve was implanted at a depth of 2-3mm. The physician confirmed the valve was not re-sheathed more than two times. Three minutes after the procedure, it was noted that the valve was migrated towards the aorta. The physician grasped the valve with a snare. A new second 27mm navitor valve was selected and implanted inside the index valve using a new large flexnav delivery system. The physician mentioned the cause of migration was hypertrophic obstructive cardiomyopathy (hocm). There was no delay in the procedure. On (B)(6) 2024, they reported that the patient had stroke and an aortic dissection during migration.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter of annulus 72.4mm and ascending aorta diameter 36.2mm and a pre-dilatation was performed by a 20mm non-abbott balloon. There was sufficient calcium to allow anchoring of the device and the valve was implanted at a depth of 2-3mm. The physician confirmed the valve was not re-sheathed more than two times. Three minutes after the procedure, it was noted that the valve was migrated towards the aorta. The physician grasped the valve with a snare. A new second 27mm navitor valve was selected and implanted inside the index valve using a new large flexnav delivery system. The physician mentioned the cause of migration was hypertrophic obstructive cardiomyopathy (hocm). There was no delay in the procedure. On (B)(6) 2024, they reported that the patient had stroke and an aortic dissection during migration.

Manufacturer narrative:
An event of migration or expulsion of device in aortic direction and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause for the reported device migrated towards the aorta was hypertrophic obstructive cardiomyopathy (hocm). The reported improper or incorrect procedure or method was due to user snared the valve. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter of annulus 72.4mm and ascending aorta diameter 36.2mm and a pre-dilatation was performed by a 20mm non-abbott balloon. There was sufficient calcium to allow anchoring of the device and the valve was implanted at a depth of 2-3mm. The physician confirmed the valve was not re-sheathed more than two times. A heart block was noted during procedure. Three minutes after the procedure, it was noted that the valve was migrated towards the aorta. The physician grasped the valve with a snare. A new second 27mm navitor valve was selected and implanted at a depth of 7mm inside the index valve using a new large flexnav delivery system. The physician mentioned the cause of migration was hypertrophic obstructive cardiomyopathy (hocm). There was no delay in the procedure but patient remain hospitalized. On (B)(6) 2024, they reported that the patient had stroke and an aortic dissection during migration. There was no treatment performed to treat stroke and aortic dissection, patient was under observation. On (B)(6) 2024, a permanent pacemaker was implanted in the patient. The patient was reported stable.

Manufacturer narrative:
An event of migration or expulsion of device in aortic direction and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause for the reported device migrated towards the aorta was hypertrophic obstructive cardiomyopathy (hocm). The reported improper or incorrect procedure or method was due to user snared the valve. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.